Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support. Reportedly customer's healthcare provider "did a check" and "everything was good, nothing was adjusted nor needed to be". The customer continued to use the pump for insulin therapy.